Manufacturer narrative:
The shipment was comprised of (B)(4). Upon arrival at the account the polar speed driver informed a member of the staff regarding the delivery's arrival and the driver began unloading the shipment. The shipment was on a pallet, but the truck did not have a tailgate; the available trucks with lift gates were too heavy to accommodate the service road limit of 15 tons. So the driver broke the pallet down and began moving the individual parcels using his on board wheels. The driver did not request assistance to unload the shipment, but a member of the staff arrived with a trolley and began helping move the boxes from the vehicle to the storage area. The driver has no idea exactly which boxes the staff member moved and was not aware of any injury occurring while at the site. Attempts to obtain additional information from the account and or the injured employee were not successful; the account declined further interviews. As a result of this incident, the account has concluded as part of their risk assessment that they will not accept any deliveries in future that do not come on a lorry (truck) with a tail lift. Polar speed has received no previous request from this customer to use only trucks with tail lifts for their deliveries. The (B)(4) sales service department (ssd) communicated that there is no requirement for the distribution service group to use vehicles with tail lifts, but some customers request this service. The deliveries are palletized and unloaded upon delivery and it would be normal procedure for the deliveries to be taken inside the stores area but not taken directly to the lab; this would be the responsibility of the on-site staff. The (B)(4) global supply chain international distribution center in (B)(4) communicated that there have been no changes to the shipment practices: deliveries go from (B)(4) to the affiliate distribution service in the (B)(4) who make the deliver to the customer on behalf of abbott (B)(4). The architect system operations manual provides information regarding precautions and hazards. Section 8 hazards advises the user to obtain assistance with lifting heavy objects and provides techniques to reduce the risk of injury when lifting objects. The user is advised that the hazards section is for information only and should supplement, not supersede the user's workplace safety requirements. A search found no similar complaints in the 58 month period reviewed. A review of trending data for the architect clinical chemistry systems, architect immunoassay systems, and inpeco track systems found no related product issues or adverse trends and no related nonconformities were identified. Neither a malfunction nor a deficiency of the product was identified.

Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The account stated an architect c16000 supply delivery was not received on a pallet and had to be manually carried to an inside storage facility. A staff member helped the delivery driver unload the delivery and now has been off work over 7 days with a back injury. The staff member was seen by a general practitioner and the account's occupational health department and is taking co-codamol for low back pain. The staff member has no specific unloading training but is conversant with manual handling techniques. It cannot be determined what exactly the staff member lifted that could have caused an injury.